Event description:
It was reported that during a surgery (hip reduction), the ceramic insert fractured. The surgeon used another implant to finish the surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.